Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer gave a bolus and the insulin pump showed no active insulin as well it was not recorded in the bolus history. The blood glucose reading was 218mg/dl. The customer reviewed the log book and notice that the food entered, but no bolus was registered. No further information was provided.